Event description:
Information received from the field notes premature eol/rrt. The last magnet evaluation in june 1998 noted that the device was pacing at the programmed rate of 60 ppm. At the most recent visit, the magnet rate was 54 ppm. Attempts to interrogate the device resulted in the displayed message "reposition head". The patient is not pacemaker dependant.